Manufacturer narrative:
(B)(4). Device is a combination product. (B)(4). Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that stent dislodgement and shaft break occurred. A 3.50x38mm promus premier¿ stent was selected for use to treat the target lesion. However, during unpacking, it was noted that the stent was broken and came off from the balloon catheter. The procedure was completed with a different device. No patient complications were reported.